Event description:
Home pt rec'd alarm on homechoice machine indicative of cassette leak. Pt ended treatment and restarted treatment with new supplies. No pt injury or med intervention was required as per health care professional.